Event description:
It was reported, that patient's right ventricular (rv) lead exhibited low out of range pacing impedance. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of low pacing lead impedance was confirmed. As received, a partial lead was returned in two pieces for analysis. Visual and x-ray inspections did not find any anomalies except for procedural damages. Additional analysis was performed, and multiple abrasions were found breaching the inner insulation proximal to the ring electrode. The cause of low pacing lead impedance was due to the inner coil being exposed at the abrasion zones.